Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 5.6. Date: (B)(6) 2011; inratio: 7.3; retest inratio: 5.2; lab: 3.8. On (B)(6) 2011, results done within a few minutes of each other.